Manufacturer narrative:
A partial lead with the distal tip measuring 53.6cm was returned for analysis. External insulation abrasion was noted at 44.5-45.0cm from the distal tip, consistent with lead friction to the device can. The etfe coating was abraded at this location, consistent with the field observation of noise and inappropriate therapy delivery.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient presented for a check-up after receiving inappropriate shock therapy due to noise. The lead was explanted and replaced. Insulation damage was noted under the device during extraction. The patient condition is fine.